Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2020. Corrected information: d3, g1, g2.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of devices which failed in this procedure: the sales rep reported 5 devices. Lot number: the lot number is unknown. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Device issues reported in mw 2210968-2020-02067, 2210968-2020-02069, 2210968-2020-02070, and 2210968-2020-02072.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure it was found that the suture had been detached from the needle. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.